Event description:
Patient's spouse called in on 10/27/2016 to report the patient's voice prosthesis started leaking. The device was placed on (B)(6) 2016 and removed due to the event on (B)(6) 2016. The patient was seen by their speech language pathologist (slp) who stated the patient had an infection in the trachea. The patient was subsequently admitted to the hospital for pneumonia. Follow up with the slp found that the device was "colonized with fungal growth" which reportedly lead to the leakage and the subsequent infection and pneumonia.